Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device did not reproduce 'turns off when touched. A review of the event history log revealed 'improper shutdown!' Messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off when touched during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.